Event description:
A physician had difficulty aspirating fluid through a catheter access port. It was noted that only a very small amount of serious sanguinous fluid was aspirated, so a catheter dye study procedure was aborted. The patient reported pain, and specifically noted it was being "a 12 out of 10 on a pain scale". The physician prescribed a single bolus dose to confirm patient response. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)